Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she is experiencing low blood glucose levels. Customer's blood glucose reading at the time of the incident was 52 mg/dl. Customer reported that her low blood glucose levels may have caused by an overdose of insulin. Replacement product is being sent.